Event description:
MFR received device tracking info from an apparent generator replacement surgery, on which a high lead impedance test result was documented for intraoperative device diagnostic testing, indicating possible device malfunction. Further follow-up revealed that the pt's generator was replaced due to suspected end of service, but that device diagnostic testing three months prior to generator replacement surgery had also resulted in high lead impedance test result, indicating possible device malfunction at that time. The elective replacement indicator was no, indicating that the generator had not reached end of service at that time. The pt reportedly indicated to treating neurologist that had not felt device stimulation for approximately ten months prior to generator replacement surgery. It was also reported that the pt had experienced an increase in seizure activity. Investigation to date has been unable to determine whether the increase in seizure activity was an increase above pre-vns baseline frequency or simply an increase above previous efficacy with the vns therapy. The pt does not recall any injury or trauma that may have damaged the ncp system. Review of the manufacturing records for both the original and the replacement pulse generators as well as the original bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Lead replacement surgery is planned for 90 days from date of generator replacement surgery at the recommendation of treating neurosurgeon.